Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was testing a new pump today with saline and the pump dispensed the entire cartridge during the load cartridge step. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box showed no activity outside of normal use. On testing, during the load step, the pump failed to recognize the cartridge and gave a 'no cartridge detected' warning. The pump was opened and revealed a cold solder connection on a component of the printed circuit board, allowing the component to shift out of place. A force sensor calibration test resulted in a zero reading. The sensor was not detecting correct force due to the failed connection of the printed circuit broad component. There was no other force sensor damage noted.